Event description:
The customer reported via phone call that the insulin pump had a motor error alarm that could not be cleared. The customer did not list any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, rewind, basic occlusion test, prime test, and displacement test. The insulin pump was stuck on a motor error alarm that occurred during a bolus delivery. The functional testing could not be completed due to this alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.